Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 539 mg/dl at time of incident and treated with bolus, it only gave 10.5 unit out of 14 unit. Customer feel okay to troubleshooting for high blood glucose. Customer stated that the insulin pump had stuck button alarm, they did not push the buttons for 3 minutes or longer. The device will be returned for analysis.